Event description:
Fibromyalgia, swollen hands, chronic fatigue, ringing in ears, thickening of skin on forearms and face, photosensitivity, dry eyes, rashes, hair loss, memory loss, joint pain and blurry vision. Event date: 7/23/79.